Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was black foreign matter on the plunger and inside the syringe of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Event description:
It was reported that there was black foreign matter on the plunger and inside the syringe of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: one photo received and evaluated. The photo depict a 3ml syringe with a red and a clear tip cap attached. The syringe is filled with unidentified clear liquid to approximately 1.1ml line. A large grayish-black foreign matter can be seen above the stopper in the fluid path. The foreign matter appears flat and vaguely oval in shape. It cannot be identified from the photo provided. The product in the photo has been manipulated ¿ taken out of its packaging, filled with liquid and capped. It is not possible to determine whether the foreign matter originated during the manufacturing process or was introduced during the customer¿s filling operation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is not possible to determine whether the foreign matter originated during the manufacturing process or was introduced during the customer¿s filling operation. Therefore, no corrective actions are necessary at this time. Investigation conclusion: the product in the photo has been manipulated ¿ taken out of its packaging, filled with liquid and capped. It is not possible to determine whether the fm originated during the manufacturing process or was introduced during the customer¿s filling operation.

Manufacturer narrative:
Investigation summary: one photo received and evaluated. The photo depict a 3ml syringe with a red and a clear tip cap attached. The syringe is filled with unidentified clear liquid to approximately 1.1ml line. A large grayish-black foreign matter can be seen above the stopper in the fluid path. The foreign matter appears flat and vaguely oval in shape. It cannot be identified from the photo provided. The product in the photo has been manipulated ¿ taken out of its packaging, filled with liquid and capped. It is not possible to determine whether the foreign matter originated during the manufacturing process or was introduced during the customer¿s filling operation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. It is not possible to determine whether the foreign matter originated during the manufacturing process or was introduced during the customer¿s filling operation. Therefore, no corrective actions are necessary at this time. Investigation conclusion: the product in the photo has been manipulated ¿ taken out of its packaging, filled with liquid and capped. It is not possible to determine whether the fm originated during the manufacturing process or was introduced during the customer¿s filling operation.

Event description:
It was reported that there was black foreign matter on the plunger and inside the syringe of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: b.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: no.

Event description:
It was reported that there was black foreign matter on the plunger and inside the syringe of the bd luer-lok¿ syringe. There was no report of exposure, injury, or medical intervention noted.